Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was successfully implanted without issue. The following day during a follow-up transthoracic echocardiogram, a potential new pericardial effusion was noted anteriorly. The patient had no symptoms of low blood pressure, increased heart rate or any chest pain. There were no interventions needed for the treatment of the effusion. The patient was stable and was discharged.